Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#3006705815-2018-00596. It was reported the patient underwent a trial procedure on (B)(6) 2018 and subsequently presented to their physician with a headache due to possible cerebrospinal fluid leakage. As a result, the leads were removed on (B)(6) 2018 wherein the patient was instructed to hydrate with water, consume caffeine, and bed rest to treat symptoms. Additional follow-up is pending.

Event description:
Device 1 of 2. Reference MFR. Report# 3006705815-2018-00596. Follow-up revealed the patient's headache persisted for approximately 6 days prior to the issue being resolved.